Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure was not visualized on ecography') in a 34-year-old female patient who had essure (batch no. 952105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product defect". The patient's medical history included multigravida (4 daughters) and parity 4. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pelvic pain / chronic pelvic pain (mostly right)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), headache ("headache"), hypoaesthesia ("intense numbness in the lower limbs"), polymenorrhagia ("increased flow and frequency of menstruation (hyperpolimenorrhea)"), dyspareunia ("pain during and after intercourse"), nervous system disorder ("nervous dysfunction"), weight loss poor ("immense difficulty to lose weight"), inflammation ("body inflammation"), emotional distress ("physical and emotional suffering"), anxiety ("anguish and preoccupation feeling"), vaginal discharge ("vaginal discharge") and cervix inflammation ("benign reactive or reparative cell changes: inflammation"). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, headache, hypoaesthesia, polymenorrhagia, dyspareunia, nervous system disorder, weight loss poor, emotional distress and anxiety had not resolved. The reporter considered anxiety, cervix inflammation, device dislocation, dyspareunia, emotional distress, headache, hypoaesthesia, inflammation, nervous system disorder, pelvic pain, polymenorrhagia, vaginal discharge and weight loss poor to be related to essure. The reporter commented: that currently, the pains and problems previous reported have been intensified extremely. The reporter also reported that the patient used numerous medications without improvement. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: device was positioned in the correct local but an inflammation has been detected in the body. Smear cervix - on (B)(6) 2020: negative for malignant neoplastic cells; benign reactive or reparative cell changes: inflammation.. Ultrasound pelvis - on (B)(6) 2020: usual aspect for age group and and essure normopositioned.. Ultrasound scan vagina - on (B)(6) 2021: normal; the implants were not visualized.. X-ray of pelvis and hip - on (B)(6) 2020: radiopaque wires (essure) in the pelvis on the right and left.; on (B)(6) 2021: sclerosis on both articular faces of the right sacroiliac, exuberant on the iliac face, integral surfaces and articular spaces, absence of signs of fracture; soft parts without change. Lot number: 952105 manufacture date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain (mostly right)') and device dislocation ('essure was not visualized on ecography') in a 34-year-old female patient who had essure (batch no. 952105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product defect". The patient's medical history included multigravida (4 daughters - 5 pregnancies), parity 4, abortion (curettage) and menarche (with 13 years old). Denies smoking, the use of concomitant drugs and concomitant diseases. Family history included heart disease, unspecified (her father), diabetic (her father) and smoker (her father). Concomitant products included diosmin for varicose veins. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion intervention required). In (B)(6) 2019, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding (10 day flow duration)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), headache ("headache"), hypoaesthesia ("intense numbness in the lower limbs"), polymenorrhagia ("increased flow and frequency of menstruation (hyperpolimenorrhea)"), dyspareunia ("pain during and after intercourse"), nervous system disorder ("nervous dysfunction"), weight loss poor ("immense difficulty to lose weight"), inflammation ("body inflammation"), emotional distress ("physical and emotional suffering"), anxiety ("anguish and preoccupation feeling"), vaginal discharge ("vaginal discharge"), cervix inflammation ("benign reactive or reparative cell changes: inflammation"), dysmenorrhoea ("dysmenorrhea"), restless legs syndrome ("restless legs syndrome") and obesity ("obesity"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, headache, hypoaesthesia, polymenorrhagia, dyspareunia, nervous system disorder, weight loss poor, emotional distress, anxiety and abnormal uterine bleeding had not resolved and the device dislocation, dysmenorrhoea and obesity outcome was unknown. The reporter provided no causality assessment for abnormal uterine bleeding, dysmenorrhoea, obesity and restless legs syndrome with essure. The reporter considered anxiety, cervix inflammation, device dislocation, dyspareunia, emotional distress, headache, hypoaesthesia, inflammation, nervous system disorder, pelvic pain, polymenorrhagia, vaginal discharge and weight loss poor to be related to essure. The reporter commented: that currently, the pains and problems previous reported have been intensified extremely. The reporter also reported that the patient used numerous medications without improvement. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2014: hemoglobin: 11,5 g/dl (reference value: 11,7 - 15,7) hematocrit: 34,2 % (reference value: 37,0 - 44,0) leukocytes: 17,3 x10^3/ul 10^3/ul (reference value: 4,0 - 11,0) total neutrophils: 76,0 % (reference value: 40,0 - 74,0) 13,1 (reference value: 1,6 - 8,1) segmented: 75,0 % (reference value: 40,0 - 70,0) 13,0 (reference value: 1,6 - 7,7) eosinophils: 0,0 % (reference value: 1,0 - 5,0) 0,0 (reference value: 0,0 - 0,5); on (B)(6) 2014: blood type: b- hiv - non-reactive vdrl - non-reactive. Endoscopy - on (B)(6) 2017: there is no foreign body in the esophagus. Gynaecological examination - on an unknown date: device was positioned in the correct local but an inflammation has been detected in the body. Uterus in anteversoflexion, usual consistency, without pain in palpation.. Smear cervix - on (B)(6) 2020: negative for malignant neoplastic cells; benign reactive or reparative cell changes: inflammation.. Ultrasound pelvis - on (B)(6) 2020: usual aspect for age group and and essure normopositioned.. Ultrasound scan vagina - on (B)(6) 2021: normal; the implants were not visualized.. X-ray of pelvis and hip - on (B)(6) 2020: radiopaque wires (essure) in the pelvis on the right and left.; on (B)(6) 2021: sclerosis on both articular faces of the right sacroiliac, exuberant on the iliac face, integral surfaces and articular spaces, absence of signs of fracture; soft parts without change.. Lot number: 952105, manufacture date: 2012-02, and expiration date: 2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-mar-2022: the following information were added: lawyer, medical history, family history, concomitant drugs, lab datas, new adverse events (abnormal uterine bleeding, dysmenorrhea, restless legs syndrome, obesity and medical device removal). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain (mostly right)') and device dislocation ('essure was not visualized on ecography') in a 34-year-old female patient who had essure (batch no. 952105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product defect". The patient's medical history included multigravida (4 daughters - 5 pregnancies), parity 4, abortion (curettage) and menarche (with 13 years old). Denies smoking, the use of concomitant drugs and concomitant diseases. Family history included heart disease, unspecified (her father), diabetic (her father) and smoker (her father). Concomitant products included diosmin for varicose veins. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion intervention required). In (B)(6) 2019, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding (10 day flow duration)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), headache ("headache"), hypoaesthesia ("intense numbness in the lower limbs"), polymenorrhagia ("increased flow and frequency of menstruation (hyperpolimenorrhea)"), dyspareunia ("pain during and after intercourse"), nervous system disorder ("nervous dysfunction"), weight loss poor ("immense difficulty to lose weight"), inflammation ("body inflammation"), emotional distress ("physical and emotional suffering"), anxiety ("anguish and preoccupation feeling"), vaginal discharge ("vaginal discharge"), cervix inflammation ("benign reactive or reparative cell changes: inflammation"), dysmenorrhoea ("dysmenorrhea"), restless legs syndrome ("restless legs syndrome") and obesity ("obesity"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, headache, hypoaesthesia, polymenorrhagia, dyspareunia, nervous system disorder, weight loss poor, emotional distress, anxiety and abnormal uterine bleeding had not resolved and the device dislocation, dysmenorrhoea and obesity outcome was unknown. The reporter provided no causality assessment for abnormal uterine bleeding, dysmenorrhoea, obesity and restless legs syndrome with essure. The reporter considered anxiety, cervix inflammation, device dislocation, dyspareunia, emotional distress, headache, hypoaesthesia, inflammation, nervous system disorder, pelvic pain, polymenorrhagia, vaginal discharge and weight loss poor to be related to essure. The reporter commented: that currently, the pains and problems previous reported have been intensified extremely. The reporter also reported that the patient used numerous medications without improvement. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2014: hemoglobin: 11,5 g/dl (reference value: 11,7 - 15,7) hematocrit: 34,2 % (reference value: 37,0 - 44,0) leukocytes: 17,3 x10^3/ul 10^3/ul (reference value: 4,0 - 11,0) total neutrophils: 76,0 % (reference value: 40,0 - 74,0) 13,1 (reference value: 1,6 - 8,1) segmented: 75,0 % (reference value: 40,0 - 70,0) 13,0 (reference value: 1,6 - 7,7) eosinophils: 0,0 % (reference value: 1,0 - 5,0) 0,0 (reference value: 0,0 - 0,5); on (B)(6) 2014: blood type: b- hiv - non-reactive vdrl - non-reactive. Endoscopy - on (B)(6) 2017: there is no foreign body in the esophagus. Gynaecological examination - on an unknown date: device was positioned in the correct local but an inflammation has been detected in the body. Uterus in anteversoflexion, usual consistency, without pain in palpation.. Smear cervix - on (B)(6) 2020: negative for malignant neoplastic cells; benign reactive or reparative cell changes: inflammation.. Ultrasound pelvis - on (B)(6) 2020: usual aspect for age group and and essure normopositioned.. Ultrasound scan vagina - on (B)(6) 2021: normal; the implants were not visualized.. X-ray of pelvis and hip - on (B)(6) 2020: radiopaque wires (essure) in the pelvis on the right and left.; on (B)(6) 2021: sclerosis on both articular faces of the right sacroiliac, exuberant on the iliac face, integral surfaces and articular spaces, absence of signs of fracture; soft parts without change.. Lot number: 952105, manufacture date: 2012-02, and expiration date: 2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / chronic pelvic pain (mostly right)") and device dislocation ("essure was not visualized on ecography") in a 34 year-old female patient who had essure inserted (lot no. 952105) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device defective ("product defect"). The patient had a medical history of menarche (with 13 years old), abortion (curettage), parity 4 and multigravida (4 daughters - 5 pregnancies). Denies smoking, the use of concomitant drugs and concomitant diseases. The patient had a family history of heart disease, unspecified (her father), diabetic (her father) and smoker (her father). The only concomitant product mentioned was diosmin for varicose vein. On (B)(6) 2014, the patient had essure inserted. In 2017 she experienced pelvic pain (seriousness criterion intervention required). In (B)(6) 2019 she experienced abnormal uterine bleeding ("abnormal uterine bleeding (10 day flow duration)"). Essure was removed on (B)(6) 2023. An unknown time later she experienced device dislocation (seriousness criterion medically important), headache ("headache"), hypoaesthesia ("intense numbness in the lower limbs"), polymenorrhagia ("increased flow and frequency of menstruation (hyperpolimenorrhea)"), dyspareunia ("pain during and after intercourse"), nervous system disorder ("nervous dysfunction"), weight loss poor ("immense difficulty to lose weight"), inflammation ("body inflammation"), emotional distress ("physical and emotional suffering"), anxiety ("anguish and preoccupation feeling"), vaginal discharge ("vaginal discharge"), cervix inflammation ("benign reactive or reparative cell changes: inflammation"), dysmenorrhoea ("dysmenorrhea"), restless legs syndrome ("restless legs syndrome"), obesity ("obesity"), hyperpolymenorrhoea ("heavy menstrual bleeding"), tremor ("tremors in her lower abdomen and radiating to her legs") and salpingitis ("chronic salpingitis with foreign body (essure)"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic pain, headache, hypoaesthesia, polymenorrhagia, dyspareunia, nervous system disorder, weight loss poor, emotional distress, anxiety and abnormal uterine bleeding had not resolved. The outcomes for device dislocation, dysmenorrhoea, obesity, polymenorrhagia, tremor and salpingitis were unknown. The reporter considered anxiety, cervix inflammation, device dislocation, dyspareunia, emotional distress, headache, hypoaesthesia, inflammation, nervous system disorder, pelvic pain, polymenorrhagia, hyperpolymenorrhoea, salpingitis, tremor, vaginal discharge and weight loss poor to be related to essure administration. No causality assessment was received for essure with regard to abnormal uterine bleeding, dysmenorrhoea, restless legs syndrome or obesity. The reporter commented: that currently, the pains and problems previous reported have been intensified extremely. The reporter also reported that the patient used numerous medications without improvement. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2014: hemoglobin: 11,5 g/dl (reference value: 11,7 - 15,7). Hematocrit: 34,2 % (reference value: 37,0 - 44,0) leukocytes: 17,3 x10^3/ul 10^3/ul (reference value: 4,0 - 11,0) total neutrophils: 76,0 % (reference value: 40,0 - 74,0) 13,1 (reference value: 1,6 - 8,1) segmented: 75,0 % (reference value: 40,0 - 70,0) 13,0 (reference value: 1,6 - 7,7) eosinophils: 0,0 % (reference value: 1,0 - 5,0) 0,0 (reference value: 0,0 - 0,5); on (B)(6) 2014: blood type: b- hiv - non-reactive vdrl - non-reactive [endoscopy] on (B)(6) 2017: there is no foreign body in the esophagus [gynaecological examination] (date unknown): device was positioned in the correct local but an inflammation has been detected in the body. Uterus in anteversoflexion, usual consistency, without pain in palpation. [Pathology test] on (B)(6) 2023: macroscopy: uterine tubes received in two vials: a. Right: measuring 9.0 x 1.0 x 0.6 cm, brownish, tortuous and with a cyst. The sections show aspiration spring (essure) in light b1(3)cr: b. Left: measuring 7.0 x 0.8 x 0.6 cm, with the same characteristics as the contralateral, previously described b2(3)cr. Conclusion: product bilateral salpingectomy: 1. Right: - chronic salpingitis with foreign body (essure); 2. Left: - chronic salpingitis with foreign body (essure [smear cervix] on (B)(6) 2020: negative for malignant neoplastic cells; benign reactive or reparative cell changes: inflammation. [Ultrasound pelvis] on (B)(6) 2020: usual aspect for age group and and essure normopositioned. And uterus: in avf, with regular contours, normal shape, and dimensions, with homogeneous texture. Measurements: 8.7 x 5.0 x 5.8 cm and volume of 130 cm³. Appearance endometrium: echogenic, regular, homogeneous, cantered, measuring 13 mm. Cervix: closed, no changes. Right ovary: normal topography, clear contours, with normal shape, dimensions, and texture. Measurements: 2.9 x 3.2 x 1.4 cm and volume of 6.9 cm³. Left ovary: normal topography, clear contours, with normal shape, dimensions, and texture. Measurements: 2.8 x 2.6 x 1.4 cm and volume of 5.0 cm³. Note: there is the presence of a hyperechoic artifact, without posterior acoustic shadow, in the topography of the tubes, suggestive of an essure device, apparently well positioned. Posterior cul-de-sac (douglas): free. Conclusion: -examination of the usual appearance for the age group. -signs of essure device in tube topography, apparently normopositioned. [Ultrasound scan vagina] on (B)(6) 2021: normal; the implants were not visualized. [X-ray of pelvis and hip] on (B)(6) 2020: radiopaque wires (essure) in the pelvis on the right and left.; on (B)(6) 2021: sclerosis on both articular faces of the right sacroiliac, exuberant on the iliac face, integral surfaces and articular spaces, absence of signs of fracture; soft parts without change. Lot number: 952105, manufacture date: 2012-02, expiration date: 2015-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: new events salpingitis, tremors, polymenorrhea are added. Essure removal surgery dates & details updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / chronic pelvic pain (mostly right)") and device dislocation ("essure was not visualized on ecography") in a 34 year-old female patient who had essure inserted (lot no. 952105) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device defective ("product defect"). The patient had a medical history of menarche (with 13 years old), abortion (curettage), parity 4 and multigravida (4 daughters - 5 pregnancies). Denies smoking, the use of concomitant drugs and concomitant diseases. The patient had a family history of heart disease, unspecified (her father), diabetic (her father) and smoker (her father). The only concomitant product mentioned was diosmin for varicose vein. On 22-oct-2014, the patient had essure inserted. In 2017 she experienced pelvic pain (seriousness criterion intervention required). In june 2019 she experienced abnormal uterine bleeding ("abnormal uterine bleeding (10 day flow duration)"). Essure was removed on 19-jan-2023. On unknown date she experienced device dislocation (seriousness criterion medically important), headache ("headache"), hypoaesthesia ("intense numbness in the lower limbs"), polymenorrhagia ("increased flow and frequency of menstruation (hyperpolimenorrhea)"), dyspareunia ("pain during and after intercourse"), nervous system disorder ("nervous dysfunction"), weight loss poor ("immense difficulty to lose weight"), inflammation ("body inflammation"), emotional distress ("physical and emotional suffering"), anxiety ("anguish and preoccupation feeling"), vaginal discharge ("vaginal discharge"), cervix inflammation ("benign reactive or reparative cell changes: inflammation"), dysmenorrhoea ("dysmenorrhea"), restless legs syndrome ("restless legs syndrome"), obesity ("obesity"), hyperpolymenorrhoea ("heavy menstrual bleeding"), tremor ("tremors in her lower abdomenand radiating to her legs") and salpingitis ("chronic salpingitis with foreign body (essure)"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic pain, headache, hypoaesthesia, polymenorrhagia, dyspareunia, nervous system disorder, weight loss poor, emotional distress, anxiety and abnormal uterine bleeding had not resolved. The outcomes for device dislocation, dysmenorrhoea, obesity, polymenorrhagia, tremor and salpingitis were unknown. The reporter considered anxiety, cervix inflammation, device dislocation, dyspareunia, emotional distress, headache, hypoaesthesia, inflammation, nervous system disorder, pelvic pain, polymenorrhagia, hyperpolymenorrhoea, salpingitis, tremor, vaginal discharge and weight loss poor to be related to essure administration. No causality assessment was received for essure with regard to abnormal uterine bleeding, dysmenorrhoea, restless legs syndrome or obesity. The reporter commented: that currently, the pains and problems previous reported have been intensified extremely. The reporter also reported that the patient used numerous medications without improvement. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on 09-jun-2014: hemoglobin: 11,5 g/dl (reference value: 11,7 - 15,7) hematocrit: 34,2 % (reference value: 37,0 - 44,0) leukocytes: 17,3 x10^3/ul 10^3/ul (reference value: 4,0 - 11,0) total neutrophils: 76,0 % (reference value: 40,0 - 74,0) 13,1 (reference value: 1,6 - 8,1) segmented: 75,0 % (reference value: 40,0 - 70,0) 13,0 (reference value: 1,6 - 7,7) eosinophils: 0,0 % (reference value: 1,0 - 5,0) 0,0 (reference value: 0,0 - 0,5); on 11-jun-2014: blood type: b- hiv - non-reactive vdrl - non-reactive [endoscopy] on 13-apr-2017: there is no foreign body in the esophagus [gynaecological examination] (date unknown): device was positioned in the correct local but an inflammation has been detected in the body. Uterus in anteversoflexion, usual consistency, without pain in palpation. [Pathology test] on 31-jan-2023: macroscopy: uterine tubes received in two vials: a. Right: measuring 9.0 x 1.0 x 0.6 cm, brownish, tortuous and with a cyst. The sections show aspiration spring (essure) in light b1(3)cr: b. Left: measuring 7.0 x 0.8 x 0.6 cm, with the same characteristics as the contralateral, previously described b2(3)cr. Conclusion: product bilateral salpingectomy: 1. Right: - chronic salpingitis with foreign body (essure); 2. Left: - chronic salpingitis with foreign body (essure [smear cervix] on 10-aug-2020: negative for malignant neoplastic cells; benign reactive or reparative cell changes: inflammation. [Ultrasound pelvis] on 13-aug-2020: usual aspect for age group and and essure normopositioned. And uterus: in avf, with regular contours, normal shape, and dimensions, with homogeneous texture. Measurements: 8.7 x 5.0 x 5.8 cm and volume of 130 cm³. Appearance endometrium: echogenic, regular, homogeneous, cantered, measuring 13 mm. Cervix: closed, no changes. Right ovary: normal topography, clear contours, with normal shape, dimensions, and texture. Measurements: 2.9 x 3.2 x 1.4 cm and volume of 6.9 cm³. Left ovary: normal topography, clear contours, with normal shape, dimensions, and texture. Measurements: 2.8 x 2.6 x 1.4 cm and volume of 5.0 cm³. Note: there is the presence of a hyperechoic artifact, without posterior acoustic shadow, in the topography of the tubes, suggestive of an essure device, apparently well positioned. Posterior cul-de-sac (douglas): free. Conclusion: -examination of the usual appearance for the age group. -signs of essure device in tube topography, apparently normopositioned. [Ultrasound scan vagina] on 03-feb-2021: normal; the implants were not visualized. [X-ray of pelvis and hip] on 21-oct-2020: radiopaque wires (essure) in the pelvis on the right and left.; on 13-jan-2021: sclerosis on both articular faces of the right sacroiliac, exuberant on the iliac face, integral surfaces and articular spaces, absence of signs of fracture; soft parts without change. Lot number: 952105 manufacture date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure was not visualized on ecography') in a (B)(6) female patient who had essure (batch no. 952105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product defect". The patient's medical history included multigravida (4 daughters) and parity 4. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pelvic pain / chronic pelvic pain (mostly right)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), headache ("headache"), hypoaesthesia ("intense numbness in the lower limbs"), polymenorrhagia ("increased flow and frequency of menstruation (hyperpolimenorrhea)"), dyspareunia ("pain during and after intercourse"), nervous system disorder ("nervous dysfunction"), weight loss poor ("immense difficulty to lose weight"), inflammation ("body inflammation"), emotional distress ("physical and emotional suffering"), anxiety ("anguish and preoccupation feeling"), vaginal discharge ("vaginal discharge") and cervix inflammation ("benign reactive or reparative cell changes: inflammation"). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, headache, hypoaesthesia, polymenorrhagia, dyspareunia, nervous system disorder, weight loss poor, emotional distress and anxiety had not resolved. The reporter considered anxiety, cervix inflammation, device dislocation, dyspareunia, emotional distress, headache, hypoaesthesia, inflammation, nervous system disorder, pelvic pain, polymenorrhagia, vaginal discharge and weight loss poor to be related to essure. The reporter commented: that currently, the pains and problems previous reported have been intensified extremely. The reporter also reported that the patient used numerous medications without improvement. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination. On an unknown date: device was positioned in the correct local but an inflammation has been detected in the body. Smear cervix - on (B)(6) 2020: negative for malignant neoplastic cells; benign reactive or reparative cell changes: inflammation.. Ultrasound pelvis. On (B)(6) 2020: usual aspect for age group and essure normo positioned. Ultrasound scan vagina. On (B)(6) 2021: normal; the implants were not visualized.. X-ray of pelvis and hip. On (B)(6) 2020: radiopaque wires (essure) in the pelvis on the right and left. On (B)(6) 2021: sclerosis on both articular faces of the right sacroiliac, exuberant on the iliac face, integral surfaces and articular spaces, absence of signs of fracture; soft parts without change. Lot number: 952105 manufacture date:2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: new adverse event (essure was not visualized), new as reported (chronic pelvic pain), medical history and lab datas were provided. Case upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.